Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication at an unknown dose and concentration via a pump implanted for spinal pain. It was reported on (B)(6) 2016 that the patient's pump was not working. This was the third month that the patient's pump was not working correctly. No symptoms were reported. No additional information was provided about the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.